Event description:
It was reported that pump experienced malfunction while plugged in to charge, displaying malfunction code 13 with a non-resettable fault. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, pump replacement was arranged despite being out of warranty, and technical support attempted follow-up calls to review pump return requirements and to coordinate an out-of-warranty loaner pump but was unable to leave a message during at least one attempt.